Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely folded within its membrane retainers. No balloon pouches were present. Visual examination revealed droplets of silicone within the membrane retainers near the balloon tip. Probable cause of difficulty: no defect was found in the returned iab. The user perceived the "condensation" to be some type of contamination when, in fact, it was actually silicone. Silicone is used in the wrapping process when a balloon is folded and placed in its membrane retainers. It is common for a residual amount of silicone to remain present within the membrane retainers. In addition, if the contamination was water, the water would have eventually evaporated.

Event description:
The iab had a "film" on the membrane. It was very "greasy". The iab was not used. On 11/6/97, datascope rec'd the following info: the dr saw moisture on the packaging and asked what it was. Excessive lubrication was believed to be the substance but the dr insisted on using another balloon. (Event complications: unk-reported 10/28/97; none-reported 11/6/97.) (Pt's current status: unk-rpt'd 10/28/97.)